Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.2-7.2cm and 15.6-15.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.